Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-12990 knee scorpions top jaw broke off. This occurred during a case, the surgeon was able to retrieve the fragment from the patient. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause of this condition is the excessive force used to pry and/or leverage the device during use.